Event description:
It has been reported to us that the occlusion balloon wire separated. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician aspirated the vessel and discovered that the occlusion balloon wire became loosened and was delivered too far into the distal direction of the vessel. The physician withdraw the devices and found that a small part of the occlusion balloon wire remained in the sheath. The physician retrieved the occlusion balloon wire using a clamp. The case was completed. The pt is reported to be fine.

Manufacturer narrative:
(B) (4). The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. A review of the device history record did not detect any deficiencies in the mfg process. Device discarded-not returned for evaluation. The event has not been confirmed; no product was returned for evaluation.